Manufacturer narrative:
H11: after further investigation, it was confirmed that the reacting position on touchscreen misaligned. The touchscreen was determined to be faulty and needs to be replaced. Investigation remains ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen occasionally turned gray. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was impossible to operate the screen with a touch and that a part of the screen occasionally turned gray. It was reported that the issue used to be fixed by calibrating the touch panel but it was not fixed this time.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. This touchscreen passes all diagnostics testing and also passes functional testing, during the use of the suspect touchscreen the pil tech verified that the stb display is bright, and the graphics are very clear. During all calibration and stb operation the pil tech verified that the suspect touch screen and pil display operated as designed with no grey or discoloration noted. Tech verified that the touchscreen touch points are aligned on the stb. All flex screen resistance measurements are in spec. This touchscreen operates as designed/ no problem found.